Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirting out during the manual prime. It was noted that no numbers appeared on the screen and the piston continued to move forward after reservoir contact. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.